Event description:
It was reported the patient indicated the pump was not working. The patient was scheduled for pump replacement, but requested pump removal. In 2008, both the pump and catheter were removed.

Manufacturer narrative:
Both the pump and catheter were returned for analysis. Final device analysis results of the pump revealed- motor gear shaft wear. Analysis revealed there was caking in the jewel that corresponds to gear 4. Gear 4 had lower shaft wear. There was some corrosion present in the motor housing. No stall was seen during testing. The roller arm area had a substantial amount of corrosion present. The roller wheels turned freely. The top plate and gear was clean and dry. All other testing was acceptable. Final device analysis of the catheter revealed - catheter leakage-hole. The catheter was received in two pieces: a 74.6 cm proximal piece and pump connector; and a 18.8cm distal piece. The proximal catheter piece failed testing due to multiple small holes located from 52.8 cm to 61.9 cm from the proximal end.